Event description:
Caller reported a cgm error related to their g7 sensor. After the issue was addressed with a complete pump reset guided by customer technical support, the error did not reoccur. Caller successfully started a new sensor session with no adverse impact to their blood glucose level.